Event description:
It was reported to philips that the system failed to emit x-rays with the wired footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing planned/non-emergency treatment and treatment was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to emit x-rays. Upon troubleshooting, rse reviewed the log and found an issue with the wired foot switch. To resolve the issue, a wired foot switch was dispatched and the customer replaced the wired foot switch. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system fails to emit x-rays, a problem occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. The system fails to emit x-rays, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.